Event description:
Report received from USA stating device was "getting really hot." The device was being used during a "spine procedure." No delays in the procedure were noted. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).